Event description:
Nonin xpod oximeter started smoking and the plastic melted during a pt study. The nonin xpod had a burn mark. The clinic reports pt has three burn marks. Cause of problem not established at date of report.